Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzd0296 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a break / tear on the catheter tube about 15 cm away from the connection.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break or a tear in the catheter was inconclusive due to the sample condition. The returned catheter was damaged, but the damage observed was determined to be use related and most likely occurred after use. No breaks or tears were identified in the returned sample. Three segments of 9.6fr s/l hickman tubing were returned for investigation. The clamping oversleeve and luer connector were not attached to any segment of returned hickman tubing. What appeared to be the proximal segment of tubing, which was 17.1 cm in length, was attached to a non-bas extension set/connector. A clamp was attached to the proximal catheter segment. What appeared to be the middle segment of tubing, which was 23.2 cm in length, contained the surecuff and a suture tied through the side of the tubing at the distal end of the catheter segment. Blood residue remained within the fibers of the surecuff. The distal catheter segment was 12.2 cm in length. A suture was tied through the wall of the tubing at the proximal end of the catheter segment. The adjoining ends of the catheter were microscopically examined and the cross sections were noted to be glossy and striated, which is typical of cuts made with a sharp instrument, such as scissors. The adjoining ends between the middle and proximal segments of tubing and between the middle and distal segments of tubing exhibit mating features. The catheter was removed from the non-bas extension set and the proximal end of the proximal catheter segment also exhibited evidence of a sharp instrument cut. A tactual investigation revealed necking in the proximal segment of tubing near the clamp. Use of the clamp without the clamping oversleeve can weaken the tubing. The 9.6fr hickman catheter should only be clamped in the ¿clamp here¿ region of the clamping oversleeve. A functional test revealed no leaks, breaks, or tears in the tubing outside of the cut ends of the tubing and holes created by suturing through the catheter wall. It appears that the sutures were tied around and through the adjoining ends of the middle and distal catheter segments after the tubing was cut. All modifications to the catheter appear to have occurred during use. No damage related to the manufacturing process were noted on the complaint sample.

Event description:
It was reported that there was a break / tear on the catheter tube about 15 cm away from the connection.